Event description:
It was reported that during a lap bowel procedure, the doctor used the device for approx 5 minutes after which it emitted an error noise. The error code was for the instrument. A second one was opened and used to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade scratched and cracked. Burn marks were also noted on the blade. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tune was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor subsequent activations, and may result in blade "lockout" later in the procedure. For this reason for the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and " avoid accidental contact with other instruments during use."